Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of malposition and inflammation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an microstent implant procedure, the patient experienced developed major inflammation immediately post-op and patient is now doing better with a iop of 15. The surgeon also noticed that stent was not placed correctly and only sees the end. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).